Event description:
It was reported that the lens vial was dry. This was discovered during preparation for use. There was no pt injury. This occurred with three lenses. This report refers to lens 1 of 3. Reference MDR # 1313525-2015-00313 for lens 2 of 3. Reference MDR # 1313525-2015-00314 for lens 3 of 3.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Envista toric is not currently approved for marketing in the united states. This report is being submitted based on similarity with envista intraocular lens.